Manufacturer narrative:
Section b3: event date is estimated.

Event description:
It was reported that the patient was experiencing ineffective therapeutic relief from their drg system. The patient noted experiencing an increasing dull ache-like pain from stimulation when attempts to reprogram therapy were made. Additionally, one of the patient's lead contacts was noted to have high impedance. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's drg system was fully explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.